Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for surgery noting: "aseptic loosening distal femoral replacement post osteosarcoma. Surgery asap. Risk of fracture." And reason for revision noting: "aseptic loosening. No collar bone ingrowth."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur was reported. The event was confirmed by medical review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement which was inserted on (B)(6) 2018. The surgeon reported aseptic loosening of the femoral stem. The CT image provided shows massive radiolucent lines along the stem with fragmented cement mantle, indicating the stem has loosened. The cortical bone underwent significant bone remodelling and resorption which left a very thin cortex, especially on the lateral side. There was no bone ingrowth onto the ha collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: review of the product history records indicate devices were manufactured with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: an event regarding loosening involving a mets distal femur was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as immediate post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker joint replacement. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form was received for the patient's left distal femur with reason for surgery noting: "aseptic loosening distal femoral replacement post osteosarcoma. Surgery asap. Risk of fracture." And reason for revision noting: "aseptic loosening. No collar bone ingrowth."